Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Nurse reported on behalf of home care patient that the listed device was in use for 21 days when the ventilator alarmed overnight. The patient's caregiver reported that the cuff pressure was tested and the pressure in the cuff was below the prescribed amount. According to the caregiver, the cuff was re-inflated; however, the cuffs pressure decreased shortly after. The caregiver reported that water was observed in the balloon of the device despite the cap being placed on the inflation valve. The nurse replaced the tracheostomy tube the following day. No incident related medical sequela was reported.

Manufacturer narrative:
Two portex® blue line ultra® tracheostomy tube were returned for evaluation. The customer reported that one device contributed to one reported event. The customer returned two devices for evaluation. It could not be determined which device was associated with the reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The two devices were received without their original packaging and in a plastic bag. Visual inspection found no discrepancies. Functional testing involved inflating the cuff of the returned devices using a syringe to detect leakage; no discrepancies were found. The cuff of the returned devices were inflated and then the device was submerged underwater to detect leakage; no discrepancies were found. A review of the manufacturing, assembly, and packaging process documents was conducted and deemed adequate. A review of the manufacturing process of a similar device - produced with the same manufacturing procedures, process controls, inspections, and similar component - was conducted and no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. (B)(4).